Event description:
It was reported that the nurse tried to wedge the catheter, the syringe plunger went all the way in with no wedge and then failed to retract or withdraw on its own. When pulling back the plunger, there was blood in the syringe. The pt became tachypneic but the oxygen saturations stayed in the 90's. A chest x-ray, abgs, and a cbc were done. The pt's respirations finally went to the 20s and the pt was more comfortable. It was further reported that a chest x-ray was performed in 2008: after incident: chest x-ray - cvc is in place with the tip of the catheter in the superior vena cava.

Manufacturer narrative:
Device not returned.